Event description:
As reported: "patient had deltoid muscle dysfunction".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note correction to d4 (catalog #, gtin, and lot/serial #). Additionally, please note correction to g1 (manufacturing site). Furthermore, the FDA registration number should be (B)(4). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "patient had deltoid muscle dysfunction".

Event description:
As reported: "patient had deltoid muscle dysfunction".

Manufacturer narrative:
Please note correction to d3 (manufacturer entity) and g1 (manufacturing site). Additionally, the FDA registration number should be 0001649390. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A labelling review did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.